Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl and that the pump software did not accurately adjust the amount of insulin delivered. It was also reported that out of range issues occurred between the transmitter and pump. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.